Event description:
Customer received discrepant alt and alp results for one patient sample when repeated on same analyzer. Initial alt result gave 7 u/l, repeated four times gave 3,1,11 and 11 u/l; same sample repeated on 3/31/10 gave alt result of 11 u/l. Initial alp result 11 u/l, repeat on 3/31/10 gave 103 u/l. Patient was not affected, no erroneous results were reported. Reagent lot #s: alt=61893401 alp=62073301 the field service representative determined a defective lamp was the cause. He found debris from the lamp in the light path. He removed debris and replaced lamp. Customer ran controls and patient samples, all were within range.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.